Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows thirteen successfully performed treatments. The treatment could be identified in the logfile. The root cause could not be identified by the investigation; it is highly unlikely that a product malfunction contributed to the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with blurred vision in the right eye post contoura treatment. Post operative under corrected visual acuity is greater than two lines. There are two related reports for this patient. This report addresses the patient initials vc's right eye and another manufacturer report will be filed for the fellow eye.